Event description:
Hamilton medical ag received the following complaint description (quotation of the customer/reporter): "biomed reports a c6 coming to him with "maximum leak compensation" entries in the log. Wants to know how he should address this. No instrument report was included. Biomed reports the event as occurring march 12, 2025. The log indicates it started on feb 17, 2025." Health impact: no clinical signs, symptoms or conditions and no health consequences and an additional device was required, were reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: it was reported that a hamilton c6 ventilator showed multiple ¿maximum leak compensation¿ entries in the log files. The event was reported by the hospital`s biomedical engineer as occurring on (B)(6), 2025, with log entries starting (B)(6), 2025. The ventilator was replaced during patient use; the patient was involved, but no harm was reported. The biomed engineer replaced the expiratory membrane, circuit, and flow sensor. The device was tested and confirmed to be functioning normally. It was returned to clinical service without further issues. No additional information has been received. Based on the available data, no patient-related risk has been identified. The case is considered closed.